Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) identified a tear in the outer member 1mm distal to the mid lap joint seal. This damage would have prevented the balloon from inflating. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, the additional information was received: a 4.5x12mm nc trek was used during this procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an nc trek balloon was unable to deflate while in the unspecified vessel. There were no reported adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.